Event description:
When utilizing the 10ml syringe to inject medication the medication leaked around the plunger, out of the syringe, and onto the patient. This patient was not negatively impacted and unfortunately, the device was not retained. It is not known what medication was being administered.